Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset information and instructed caller to call back if any malfunction code recurs there was no adverse impact to the customer¿s blood glucose level.